Manufacturer narrative:
The device is expected to be returned for analysis. However, it has not been received. Therefore, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil unintentionally detached. During an aneurysm coiling procedure, the competitor stent was placed, then sl10 catheter was placed through the tines of the stent. The coil was deployed, and a run was performed. The coil was then attempted to be reposition, by pulling it back in to the catheter. However, the coil was alleged to have already detached. The coil was implanted within the intended location. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty when delivery the coil. The coil was not attempted to detached. The delivery pusher was not rotated during procedure. A continuous flush maintained during the procedure. This event occurred during the treatment of a ruptured, acom, saccular, with a max diameter of 6mm and neck of 4mm. The blood flow was normal, and the anatomy was moderate in tortuosity.